Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that the pt experienced a shocking or jolting sensation and a burning sensation from their device. The pt stated that "after someone scratched the pt's back" the night before, the symptoms began. The pt was able to turn the device off, which stopped the unwanted sensations. The pt stated the "programmer training received was minimal or ineffective." The pt also reported a swelling over her device. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.